Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked, but functional. Reportedly, the customer did not know how the screen became cracked. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.